Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, there was a lot of sticking and the jaws would not open. The case was converted to open because of the patient¿s anatomy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.